Event description:
A 5mm apex pin was stuck in the corresponding soft tissue sleeve.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Manufacturer narrative:
Evaluation summary: the reported event of the jamming self-drilling half pin apex ø 5mm, 150 x 50mm could be confirmed. Based on investigation, the root cause of the determined event was attributed to a bad handling. The jamming was caused by bended teeth of the pin sleeve-short apex ø 5mm. Further more the tip of the device was deformed this deformation was probably caused during the disassemble. The op tech apex and ha apex pins pin fixation system (literature number : 2012800 rev 0) was reviewed: "do not use excessive axial force." [Original statement] a review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. Indications for any material, manufacturing or design related problems were not determined in the investigation.

Event description:
A 5mm apex pin was stuck in the corresponding soft tissue sleeve.